Manufacturer narrative:
(B)(4).

Event description:
Data investigation confirmed signal loss over one hour. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The probable cause was the transmitter and app were unable to establish a connection.